Event description:
It was reported that patient presented in emergency room experiencing syncope and bradycardia. It was noted that right ventricular (rv) lead exhibited failure to capture. Upon chest x-ray it was also observed that the lead had dislodged. The lead was repositioned successfully on (B)(6) 2024. Patient condition was stable.